Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the sureform 60 stapler instrument experienced an issue when firing the second reload. The clinical sales associate (csa), stated the first reload was fired with seamguard, staple line reinforcement. When the surgeon fired the second, blue reload, the sureform 60 stapler did not pause for compression and when it fired it caught on some of the seamguard and tissue. The csa stated there was a stapler bunch up at the end of the staple line. A small amount of tissue was pushed forward and came off of the staple line during the firing. The surgeon was able to resolve the staple bunch up by oversewing the stomach tissue with suture. A greater than normal amount of bleeding was observed from around one centimeter into the staple line. No transfusion was needed. The sureform 60 stapler was used the rest of the case without any further issues. The procedure was completed robotically.

Manufacturer narrative:
The sureform 60 stapler instrument has been returned and evaluated by the failure analysis team. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument moved intuitively with full range of motion in all directions. The instrument was fully functional. There was no problem detected. The reload was not returned. A review of the logs for the sureform 60 stapler associated with this event show the instrument was installed on the system six times and fired six reloads (one green, one blue, four white, in that order). On installs one, and three through six, all clamps were successful, and the firings were each completed with one pause for compression. On install two, the first clamp was successful, and the firing was completed with no pauses for compression. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the logs.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Additional information: section a: patient demographic information. On 07-oct-2024, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: blue load fired on davinci 60mm sureform stapler, load fired but noted after fire the blade did not retract. Stapler bunched up with seamguard, did not pause with initial clamping.